Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Patient reported that the right side is "firm and looks abnormal due to capsular contracture, baker grade iii. Additionally, healthcare professional reported a right side capsular contracture baker grade IV and rupture. Device remains implanted.

Event description:
Patient reported that the right side is "firm and looks abnormal due to capsular contracture, baker grade iii. Additionally, healthcare professional reported a right side capsular contracture baker grade IV and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Rupture: no observed rupture on the device. Additional observations: deformation device, crease fold and wear abrasion observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, h3, h6.